Manufacturer narrative:
The device was returned, however it was refurbished prior to being evaluated because the serial number was incorrectly reported. A physical evaluation of the complaint device was not performed and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the assembly of this lot. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
Clinical review of the medical records was done and do not reveal a source of the patient's peritonitis. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient's peritonitis.

Event description:
The following is from the medical records provided by the patient's treatment facility. The patient presented to the dialysis clinic with complaints of abdominal pain, nausea and cloudy fluid on (B)(6) 2015. At that time, the patient's peritoneal dialysis fluid was sent for culture and revealed 1600 white blood cells, 68% of which were neutrophils. The patient was started on cefazolin and ceftazidime in the outpatient setting with mild improvement in her symptoms. However, the final culture results revealed candida glabrata peritonitis and the patient was hospitalized on (B)(6) 2015 for treatment. The patient was started on voricanozole and flucytosine and eventually changed to casofungin. The patient's peritoneal dialysis catheter was removed and a right tunneled catheter was inserted into her right internal jugular vein. The patient was converted to hemodialysis and the patient tolerated hemodialysis well. The patient was discharged (B)(6) 2015 with orders to continue fluconazole in an outpatient setting. Patient's discharge diagnoses were as follows: fungal peritonitis, thrombocytopenia and leukopenia most likely related to the peritonitis or medication.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2015, a peritoneal dialysis (pd) patient contacted the clinic w/complaints of abdominal pain, and was brought in and cultured for peritonitis. The patient was started on antibiotics. The culture results came back positive for yeast candida glabrata peritonitis. The patient was hospitalized (B)(6) 2015 and had her pd catheter removed. The patient was transitioned to hemodialysis. The source of the infection is unknown as the patient reported no breach in technique and no cycler malfunctions.